Manufacturer narrative:
A complaint was received from china affiliate regarding open seal on a disposable product, hh8bex, which is a sterile, single use, biopsy probe, packaged in a rigid tray with tyvek cover, and sterilized under gamma irradiation. On (B)(6) 2015, one hhbex; lot number f11540105d1, was received for evaluation. Package integrity was confirmed as being compromised. An investigation was conducted. A potential root cause was identified as a likely adverse transit conditions to china. The device showed no evidence of use in the procedure as was received unopened. Pursuant to 21 cfr 803 because an open seal can potentially affect sterility, and if used has the potential to cause or contribute to death or serious injury we are submitting this medwatch report.

Event description:
The affiliate in china reported that the probe packaging has breakage leakage. The defect was found by the sales rep and distributor prior to distribution to the customer.